Event description:
It was reported that the buttons were not responding on the customer's insulin pump, when the customer was trying to give himself a bolus. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 304 mg/dl and he treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, insulin pump had moisture damage on keypad traces. Insulin pump received with cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.